Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombosis, cerebral vascular accident and death occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. During the procedure, a transesophageal echocardiogram was performed due to a filling defect noted on pre-procedural computed tomography (CT). No thrombus was identified per the physician, and the case proceeded. Prior to transseptal puncture (tsp) in the right atrium (ra), 8,000 units of heparin were administered to the patient. The activated clotting time (act) was 125 seconds, and an additional 2,000 units of heparin were administrated. Tsp was achieved and repeat act measured 272 seconds in the left atrium (la). A 35mm closure device was deployed in the left atrial appendage (laa). The physician performed two partial recaptures due to inadequate closure device positioning, followed by complete recapture of the closure device. Subsequent loss of position of the watchman trusteer sheath and the closure device occurred. While preparing a second closure device, the act returned sub-therapeutic at 145 seconds; a heparin infusion was initiated, and an additional 2,000 to 3,000 units of heparin were ordered and presumably administered. During evaluation of the 35mm closure device, the physician noted back bleeding from a right atrial peripheral intravenous line, which was found to be disconnected from the tubing, resulting in significant blood loss onto the floor. During this time, a small acute mobile echogenic density was noted on the tip of the closure device, the physician successfully aspirated the clot. After loss of laa positioning without a watchman flx ball, the field clinical specialist (fcs) advised against navigation back into the laa without a pigtail catheter. Following removal of the closure device, the decision was made to upsize to a 40mm closure device. Another act was sub-therapeutic, prompting further discussion with anesthesia regarding peripheral intravenous access functionality and clarification of which intravenous lines were in use. The physician questioned the accuracy of the act and ordered additional heparin. A non-boston scientific pigtail catheter was placed and exchanged for the wds the 40mm closure device; while advancing through the sheath, a large acute thrombus was noted at the tip of the sheath interacting with the mitral valve. The 40mm closure device never exited the sheath, and the closure device was removed. After approximately five minutes of aspiration attempts, the physician successfully aspirated the thrombus and aborted the case. The electrophysiology (ep) laboratory staff contacted the fcs requesting an image of the thrombus, due to a stroke alert had been activated while the patient was still in the ep laboratory due to reported inability to move the right upper extremity. Computed tomography showed a m1 thrombus, and the patient was transferred for mechanical thrombectomy and was later admitted to the neuro intensive care unit (ICU). The patient passed away on (B)(6) 2026. The discharge summary listed several diagnoses including acute m1 cerebral vascular accident (cva), cerebral edema, midline shift. There was no mention of any coagulopathies, pericardial effusion, or deep vein thrombosis (dvt). Product return is not expected.

Event description:
It was reported that thrombosis, cerebral vascular accident and death occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. During the procedure, a transesophageal echocardiogram was performed due to a filling defect noted on pre-procedural computed tomography (CT). No thrombus was identified per the physician, and the case proceeded. Prior to transseptal puncture (tsp) in the right atrium (ra), 8,000 units of heparin were administered to the patient. The activated clotting time (act) was 125 seconds, and an additional 2,000 units of heparin were administrated. Tsp was achieved and repeat act measured 272 seconds in the left atrium (la). A 35mm closure device was deployed in the left atrial appendage (laa). The physician performed two partial recaptures due to inadequate closure device positioning, followed by complete recapture of the closure device. Subsequent loss of position of the watchman trusteer sheath and the closure device occurred. While preparing a second closure device, the act returned sub-therapeutic at 145 seconds; a heparin infusion was initiated, and an additional 2,000 to 3,000 units of heparin were ordered and presumably administered. During evaluation of the 35mm closure device, the physician noted back bleeding from a right atrial peripheral intravenous line, which was found to be disconnected from the tubing, resulting in significant blood loss onto the floor. During this time, a small acute mobile echogenic density was noted on the tip of the closure device, the physician successfully aspirated the clot. After loss of laa positioning without a watchman flx ball, the field clinical specialist (fcs) advised against navigation back into the laa without a pigtail catheter. Following removal of the closure device, the decision was made to upsize to a 40mm closure device. Another act was sub-therapeutic, prompting further discussion with anesthesia regarding peripheral intravenous access functionality and clarification of which intravenous lines were in use. The physician questioned the accuracy of the act and ordered additional heparin. A non-boston scientific pigtail catheter was placed and exchanged for the wds the 40mm closure device; while advancing through the sheath, a large acute thrombus was noted at the tip of the sheath interacting with the mitral valve. The 40mm closure device never exited the sheath, and the closure device was removed. After approximately five minutes of aspiration attempts, the physician successfully aspirated the thrombus and aborted the case. The electrophysiology (ep) laboratory staff contacted the fcs requesting an image of the thrombus, due to a stroke alert had been activated while the patient was still in the ep laboratory due to reported inability to move the right upper extremity. Computed tomography showed a m1 thrombus, and the patient was transferred for mechanical thrombectomy and was later admitted to the neuro intensive care unit (ICU). The patient passed away on (B)(6) 2026. The discharge summary listed several diagnoses including acute m1 cerebral vascular accident (cva), cerebral edema, midline shift. There was no mention of any coagulopathies, pericardial effusion, or deep vein thrombosis (dvt). Product return is not expected.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis: boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of death, thrombosis, cerebral vascular accident, edema and additional intervention required are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported events of cerebral vascular accident (cva), thrombosis and death are known inherent risks of the versacross connect laac access solution device. The information within the event description suggests that the clinical event is anticipated in nature as per the IFU for versacross connect laac access solution device the as reported to bsc.